Manufacturer narrative:
The complaint source confirmed that the device has been disposed, so no product analysis is possible, and no root cause can be determined. The manufacturing records for top assembly batch 9076536 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that duringa a ptca procedure, the shaft of the maverick2 monorail balloon catheter broke. The lesion being treated was in the very calcified and tortuous left circumflex artery (cx). Several attempts were made to advance the maverick2 monorail catheter to the lesion, however, they were unsuccessful. The physician "tried forcing it numerous times and it broke." The device did not completely separate and it was removed with no complications. Patient status was reported as 'okay'.